Event description:
The customer reported the lamp shut off intermittently during a procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the reported event. Service found the lamp took time to light due to an igniter failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer provided additional information on 07-jul-2022: device removed from use prior to procedure. Procedure completed with similar equipment.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, e2, e3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.